Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced the high blood glucose level and the customer was alleging the insulin pump for the under delivery of the insulin. Customer¿s blood glucose level was 600 mg/dl at the time of the incident and the current blood glucose value of the customer was 400 mg/dl. The customer was treated with the manual injections. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.